Event description:
It was reported a patient's implantable cardioverter-defibrillator presented in backup vvi mode and the error code was not stored. Programming changes were made to restore normal parameters and the patient's device was paired appropriately for remote follow up. There were no patient consequences.

Manufacturer narrative:
The reported event of back-up vvi was resolved with troubleshooting steps provided by technical support. No further investigation is required at this time.